Event description:
The physician attempted to deploy a 3.0 mm diameter x 12 mm length endeavor rx drug-eluting coronary stent in to a patient to treat a dissection. The target lesion located in the mid lad (cass #13), was described as severely calcified with 75% stenosis and was pre dilated. However, it was reported that the balloon ruptured due to severe calcification and the stent dislodged. Communication received from the field confirmed that the dislodged stent was deployed at the location where it was dislodged. The patient is reported to be fine and no other clinical sequelae were received. The physician commented that this event was procedural related.

Manufacturer narrative:
(B)(4). Evaluation, results: severe calcification, balloon rupture. Evaluation, conclusion: severe calcification.